Event description:
Surgeon took handle from scrub nurse with ring attached. He proceeded to bend the malleable handle. At this point, foot plate snapped and broke and fell onto floor. Foot plate retrieved.